Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that an (B)(6) year old male patient developed a skin irritation under the front therapy electrode pad. The patient's skin was itchy but not bleeding or oozing. The patient's doctor suggested that the patient use a cream on the irritation. Follow-up indicated that the patient planned to apply the cream if the rash did not improve. The outcome of the rash is unknown.